Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states it was reported that patient faced infusion set leaked at connector event on 13-apr-2024. The infusion set was in use for one day. The glucose level was 315 mg/dl. No further information available.